Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at the superficial femoral artery (sfa). During a superficial femoral artery re-entry procedure, an offroad re-entry system was selected and advanced to treat the lesion. Upon inflation and repositioning of the device, the balloon ruptured. The device was then retracted from the patient. The procedure was completed with another of the same device. No patient complications were reported.